Manufacturer narrative:
Testing and investigation confirmed during visual inspection, there was a small burnt hole in the ac power cord insulation near the plug, noting the wires under the insulation were damaged. The probable cause for the power cord burn was due to the damaged ac power cord.

Event description:
The customer contact reported the power cord has a burnt hole near the plug. Additionally, there was no patient involvement, no adverse event and no delay in critical therapy, while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received and the investigation is not complete.

Event description:
The customer contact reported the power cord has a burnt hole near the plug. Additionally, there was no patient involvement, no adverse event and no delay in critical therapy, while the device was in clinical use. No additional information was provided.